Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event. The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted, if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported, that the wake button was difficult to press and/or required multiple presses to turn on. There was no reported adverse impact to customer's blood glucose. The customer continued to use the pump for insulin therapy.